Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 275cc mentor smooth round moderate profile saline breast prosthesis and experienced bilateral deflations and burning sensation on the right side post-operatively, which was confirmed via a physical exam. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.